Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the device would not deploy off elastic bands. Reportedly, the ligator cap was cut from the scope, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the device would not deploy off elastic bands. Reportedly, the ligator cap was cut from the scope, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** it was reported that the anatomy location was in the esophagus. The patient condition at the conclusion of the procedure was reported to be stable. Additionally, it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device and the ligator head was analyzed. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was completely rolled around the spool of the handle. It was noted that the trip wire was not secured on the handle assembly slot, as there was no evidence of drag marks. The ligator head found only one band present which was moved out of its original position. It was also noticed that one of the ligator teeth was bent. Additionally, the suture was attached to the distal loop of the tripwire; however, it was not connected to the ligator head and no damages observed on the suture. There were seven knots found on the suture and it was observed that the suture hole was slightly deformed, indicating the device was highly manipulated during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted on the handle assembly. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label that the trip wire was not properly secured in the handle slot indicated in the step 8. Additional information: a1, a2, a3, a4, d10, b5, h3.